Manufacturer narrative:
(B)(4). The device was not returned for evaluation, however a film was supplied for review which found: ap x-ray shows complex lumbar pelvic fixation with interbody device at l4 and 5. Right iliac connector has come off.

Event description:
It was found during an x-ray review that the connector has come loose. No patient complications were reported.